Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced premature ventricular contractions (pvc)  and the implantable pulse generator ( ipg) was optimized. Patient reported that they had very infrequent and very mild pvc before the placement of the ipg and has become intense and lasted longer. The ipg remains in use. No further patient complications have been reported as a result of this event. 2024-03-20: it was reported that when the patient is at rest their heart beat is at sixty beats per minute and then when they get up to walk it rises to ninety beats per minute. It was also noted that the activity sensor on heart device was set at highest level. 2024-04-10: it was noted that the ipg was reprogrammed.